Event description:
It was reported that the pt visited a physician on (B)(6), 2011. On that day, after the physician pressed again under the pt's ear, the pt was suddenly no longer able to hear with his device. The physician pressed several times, but the pt was no longer able to hear any sound. The external equipment was checked and found to be functional. Rtf measurement shows no response from the vorp.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.